Event description:
It was reported that the collar was fractured and removed with a snare. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the collar was fractured. The fractured portion was removed by using a snare. There were no fragments left inside the patient's body. The procedure was completed with another of the same device. No further complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated at the collar and the polytetrafluoroethylene (ptfe) is still holding the two ends together. The distal shaft is slightly flattened at the tip and 8.8cm from the tip. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the collar was fractured and removed with a snare. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the collar was fractured. The fractured portion was removed by using a snare. There were no fragments left inside the patient's body. The procedure was completed with another of the same device. No further complications reported and the patient was stable post procedure.